Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the position of the electrophysiology (ep) catheter was misaligned. The ablations were stopped to reposition the catheter. During repositioning, it was observed that the patient had st elevation. A coronary angiogram was performed and right coronary artery spasm was observed. A vasodilator was subsequently administered, which resolved the spasm immediately. The st elevation also improved. The case was completed with cryo. No further patient complications have been reported as a result of this event.